Event description:
A laceration of the small bowel mesentery occurred allegedly during insertion of trocar for laparoscopic procedure. Exploratory laparotomy with repair of mesenteric artery and multiple blood transfusions required to treat vessel injury. Pt discharged on the sixth post operative day without further complications. The device was discarded.